Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation: other') in an adult female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and anemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominai pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition /problems"), visual impairment ("vision problems"), vaginal haemorrhage ("vaginal haemorrhage") and urinary tract infection ("urinary tract infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, perforation, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation, bladder problems., urinary problems. ,vaginal discharge, discrepancy noted insertion date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s records:vaginal bleeding, pelvic pain,abdominal pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received- new event vaginal haemorrhage and urinary tract infection were added. Reporter information was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation: other') in an adult female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and anemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("genital abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition /problems"), visual impairment ("vision problems"), vaginal haemorrhage ("vaginal haemorrhage") and urinary tract infection ("urinary tract infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, perforation, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation, bladder problems., urinary problems ,vaginal discharge. Discrepancy noted insertion date-(B)(4) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s records:vaginal bleeding, pelvic pain,abdominal pain, vaginal discharge. Batch no c76456, production date 2014-07-16, expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation: other') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition /problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for perforation, bladder problems., urinary problems., vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, genital abnormal bleeding, psych injury, migration/perforation: other, bladder problems., urinary problems. ,vaginal discharge, fatigue ,hair loss, hormonal changes, headaches, nausea, neurological condition /problems, vision problems, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.